Event description:
The customer contacted baxter's service center regarding a check heater line alarm which occurred on the homechoice (hc) during fill 1. The home patient (hp) stated that the lumen was occluded on heater bag. The hp refused to end therapy on the machine and wanted the technical service representative (tsr) to stay on the line as she decided if she was going to end therapy and restart with new supplies or if she would non-aseptically disconnect and reconnect bags. The tsr strongly suggested against doing that, but the hp refused. The tsr ended the call. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance (bps) contacted the registered nurse on (B)(6) 2012. The patient had not reported this incident to her. Bps informed the nurse of the patient's use error and the breach in sterility that this poses. She said she would speak to the patient about proper procedures. Therapy since has been going well, and there were no adverse effects reported in relation to this event.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of use error - reuse of single-use supplies was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint. A follow-up MDR will be submitted if any additional information is received.